Event description:
The service report shows error code 990c. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code and replaced the q1 flow sensor. The unit passed extended self testing. There was no patient harm or change in therapy as a result of the malfunction.